Event description:
It was reported that iab was inserted & pump was switched on. Pump alarmed helium loss & blood was found in helium tubing. Iab was removed & replaced with another arrow iab. There were no reported patient complications. In 2007, it was reported, "the pump alarmed within one hour after insertion."

Manufacturer narrative:
A follow-up report will be filed if more information becomes available. The reported event was initially evaluated as subject to alternative summary reporting (asr) granted by the agency on may 8, 2007. Evaluation of the returned sample revealed it did not qualify for asr reporting, and, therefore, we are filing the MDR. Evaluation: the iab, pump tubing, teflon sheath, one-way valve, and lock connector were returned. The guidewire was not returned. There was blood on the interior and exterior surfaces of the iab. The catheter was distorted approximately 7 cm from the proximal end of the bladder and from approximately 2 cm to the bifurcation. A different guidewire was fed thru the central lumen with no resistance. The iab was submerged and pressurized in water. Bubbles exited the catheter approximately 12 cm from the proximal end of the of the bladder and at the bifurcation/catheter junction. There was no other leaks detected in the iab or bladder. After examining the catheter under 10x magnification, two holes were located in the catheter. A vacuum was pulled on the one-way valve and held. A DHR re-review was conducted on the iab, and it met all specifications and passed all in-process testing. There were no manufacturing abnormalities established between the DHR and the reported complaint. The cause of the reported complaint was due to the holes in the catheter. It cannot be determined with certainty how or when the catheter was compromised.